Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The edge of the taxus stent was "crushed and lifted". Further info is being gathered.